Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported the following event: "it was not possible to screw the tibial nail at the proximal area. The drill broke inside the patient. The nail holding must be twisted since I broke the drill by screwing at the proximal area. Little surgery delay (no time precised). Decided not to retrieve the drill inside the patient, it will stay in there. I will remove it when I remove the nail in 1 or 2 year. This will lead at that time to a more important surgery time and an additional invasive cortectomy procedure for the patient."

Manufacturer narrative:
The device is not available for examination; product data were not provided. A part was left in patient with the intention to be removed during scheduled explantation in 1 or 2 year. Although repeatedly requested the appropriate lot resp. Catalogue-no was not provided. No further information received. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Thus, reasonable examination was impossible. Review of complaint history, CAPA databases and risk analysis on basis on all potential t2 tibia drills did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the matter was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. According to received information the drill broke during the drilling process. The event description described the situation ¿it was not possible to screw the tibial nail at the proximal area. The nail holding must be twisted since I broke the drill by screwing at the proximal area.¿ the connections ¿ nail / nail adapter and nail adapter / targeting adapter ¿ could be safely tightened with the corresponding sample nail holding screw resp. With a sample fixation screw. Targeting accuracy of the returned devices was fully given. According to above statement it could not be excluded that the fixation screw had not been engaged correctly into the targeting adapter¿s thread. The correct use of the fixation screw ensures a rigid connection between nail adapter and targeting adapter and a correct targeting accuracy. According to above statement it could not be excluded that the nail holding screw had not been engaged correctly into the nail¿s thread. The correct use of the nail holding screw ensures a rigid connection between nail adapter and nail and a correct targeting accuracy. The loosening was obviously observed after starting drilling resulting in the attempt to ¿re-tighten¿ the construct with the drill still engaged in the nail. Consequently, due to axial loading (screwing) and rigid connection (drill in nail¿s drill hoe) the drill broke inside the patient. Correct insertion of nail holding screw and of fixation screw is required in the labelling. The labelling points out to ¿repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. However it cannot be excluded that the drill had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. The labelling points out that damage have to be avoided. Based on the above facts it was concluded that the root cause was most likely not related to a deficiency of the device, because fully functional, but was rather linked to an inadequate handling by the user. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of the device. Device remains implanted.

Event description:
The surgeon reported the following event: "it was not possible to screw the tibial nail at the proximal area. The drill broke inside the patient. The nail holding must be twisted since I broke the drill by screwing at the proximal area. Little surgery delay (no time precised). Decided not to retrieve the drill inside the patient, it will stay in there. I will remove it when I remove the nail in 1 or 2 year. This will lead at that time to a more important surgery time and an additional invasive cortectomy procedure for the patient."